Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the endobronchial tube's tracheal cuff didn't inflate completely. This was identified during pre-testing. There was no patient involvement.

Manufacturer narrative:
The reported defect could not be detected on the unit returned for evaluation. One sample was returned for evaluation contained in a sample bag with its original opened unit pack. Visual examination showed that the shape of the tubing has been altered using the stylet wire and the returned unit is contaminated. Further examination showed that the tracheal cuff was stretched over the tracheal cuff notches. The stylet wire was removed from the tubing and 4 mls of air was removed from the tracheal cuff body. The returned unit was inflated. Examination of the tracheal cuff body showed that it was fully inflated. The returned unit was deflated without any issue. The returned unit was inflated and deflated three times and no restrictions were noted. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.